Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to recognition failure of the lamp. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a faulty power supply unit. The cause of the fault was not determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a missing front panel, switch led, led cable, missing main switch, olympus lamp life under 50 hours and within specs and a faulty power supply. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus that while preparing for use, runs on spare lamp. Doesn¿t recognize the other lamp module on the visera elite xenon light source. There were no reports of patient harm associated with this event.